Event description:
Pump declared an alarm 30 while in use. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in loading a new cartridge correctly, and the customer successfully resumed insulin therapy using the pump.